Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. A microscopic examination of the device displayed nicks on the knife blade. Since the clinical anvil was not received, a pmv anvil was used for all functional testing. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon resection procedure, the device partially fired. Another device was used to complete the case. There was no patient injury.